Event description:
It was reported that the ilet touchscreen was found cracked and shattered at the end of the day, with the user stating the device was not dropped, and the screen remained responsive but difficult to see; the device will no longer be watertight and requires replacement. Symptoms included no injury. Outcomes included continued but impaired usability and device replacement with the expectation to return the damaged unit. Investigation included customer interview and internal assessment of the described damage. Investigation of this case revealed a damaged display/touchscreen component consistent with screen breakage and loss of water ingress protection, with device function otherwise indeterminate through remote assessment. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an undetermined external force.